Event description:
Hospital reports experincing air bubbles when they aspirate rapidly through the large bore fluid delivery set contained within their convenience kit. There has been no patient incident or injury. No sample is being returned.